Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 28-mar-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (40 mg/ml at 29.935 mg/day) and fentanyl (2,500 mcg/ml at 1,871.0 mcg/day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that there were volume discrepancies at the patient's refills. There were no external factors that could have led to the event. Diagnostics/troubleshooting taken included performing a catheter dye study, which was unsuccessful. The healthcare provider stopped the procedure once they were unable to aspirate. The patient will have a catheter revision/replacement, although it had not been scheduled yet. The event was not resolved at the time of the report.